Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during a laparoscopic anterior resection, the jaws were half-opened after firing on the rectum; therefore, the next cartridge could not be loaded into the device. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the knife might have not returned to home position properly. After the operation, the machine sound was heard and the knife returned to home position while the doctor checked the knife reverse switch.